Event description:
During the removal of the v-care uterine manipulator the tip of the uterine manipulator dislodged from the manipulator. It was grasped with the bipolar maryland via the surgeon. The v-care manipulator was inspected; all pieces had been removed.